Event description:
Customer reported a loose charging connection through email. There was no adverse impact to the customer's blood glucose level. The resolution required no action as the customer declined a callback.